Manufacturer narrative:
Concomitant products: product ID: 3387-40, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that on (B)(6) 2017, the impedances were checked and the lead and adaptor were replaced. The impedance check resulted in impedance values that were greater than 10,000 ohms. An alligator cable was then used to confirm that the lead impedances were greater than 10,000 ohms. There was no known impact or consequence to the patient.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer¿s extension was scheduled to be replaced soon. It was suspected that the reported extension was fractured. The issue was not resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
Analysis of the lead (lot # unknown) revealed an open circuit/impedances greater than 40,000 ohms. Conductor # 0 was broken at the weld site (1.7 centimeters from the proximal end). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.